Manufacturer narrative:
The failure investigation has been completed. The usb cable and adapter was not returned for investigation; therefore, the initial reported issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb cable. There was no reported adverse impact to the customer. A new wall adapter and charging cable was sent to the customer.